Event description:
During troubleshooting for an unrelated alarm during initial drain on a homechoice (hc) machine, the home patient (hp) stated that there was air in the patient line. It was found that there was an open clamp on an unused line. The technical service representative (tsr) assisted the hp in ending therapy and explained that any unused lines need to be clamped. The tsr advised the hp to start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. An open clamp on an unused line is a known cause of air in the line. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide", which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. The guide instructs the user to close all clamps while preparing to load the disposable set. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.